Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was unknown at the time of incident but indicated that sometimes it is high. Customer is reporting on a past incident and was advised that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.